Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure for peripheral arterial disease (pad), a stent delivery system became stuck on a guide wire. Vascular access was obtained via the right inguina. The 100% stenosed target lesion was located in the calcified and moderately tortuous left superficial femoral artery. Upon deploying the 6x59x135 iliac 6f unistep plus wallstent, the physician tried to remove the delivery device over another manufacturer's guide wire. However, the guide wire became stuck with the wallstent device. The guide wire and the wallstent were removed intact as one unit from the patient. The procedure was completed with this device. No patient complications were reported and the patient's status is ok.